Event description:
The manufacturer received information alleging visualization of particles; device has strange odor; burning/smoke/electrical odor; particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged visualization of particles. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the following from an exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit, the air inlet where the filter would be and at the iso port entrance. In an interior investigation, there is unknown debris in the tracks of the ui panel and also there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacture confirmed no presence of degraded sound abatement foam using a fitt. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer unable to directly address the symptoms outlined in the complaint, they can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and they can confirm the presence of contamination in the airpath.